Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported gripper actuation issue appears to be due to the reported entrapment of device (clip caught stuck on anatomy). However, a cause for the entrapment of device cannot be determined. The reported patient effect of unchanged mr appears to be due to the clip caught on anatomy. Mr, is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstance as the clip was deployed and another clip was attempted to be implanted. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a tethered posterior leaflet. An xtw clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets. An xt clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and the procedure was discontinued. There was no clinically significant delay in the procedure.